Event description:
It was reported that when the patient brought her knee close to her chest she felt a pulling or involuntary contraction in her jaw. This had been occurring for a few months. When the manufacturer representative (rep) lightly placed the telemetry head over the implantable neurostimulator (ins), the impedances were greater than 20,000 ohms. However, when the rep placed more force onto the telemetry head by pushing down, the impedances were more normalized, around 3,000 ohms. The patient did not have any therapy concerns and continued to receive therapeutic benefit. The rep later reported that the doctor would order an x-ray at an unknown time. The outcome of the x-ray and any further interventions was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va056ge, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va01ngu, implanted: (B)(6) 2013, product type: lead. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).